Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: e3: reporter is a j&j sales representative. H4: the device manufacture date is currently unavailable. Investigation summary: the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: functional : heat, functional : electrical/electronic component failure. Per service report, this complaint was confirmed. The cable, electrical were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Based on the investigation findings, component failure due to wear was identified as the root cause for the device failure during the service evaluation. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.

Event description:
It was reported that pre-procedure it was observed that the shaver handpiece 2.0 with buttons did not work anymore. During in-house engineering evaluation it was determined that the device was generating heat. This event did not occur during surgery. There was no patient involvement. No additional information could be provided.